Event description:
It was reported that the patient experienced a perforation and pleural effusion from the right ventricular (rv) lead. Lead impedance was high. It was also noted that the right atrial (ra) lead had poor sensing, and thresholds were higher than at implant. Unstable position was noted while moving the rv lead. The leads were repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.